Manufacturer narrative:
The instrument was returned to pioneer for inspection. The tip was not able to be removed from the screw so therefore the inspection of the tip was not able to be done. However, the DHR as well as the inspection of the instrument material hardness and tip geometry were reviewed and all were within specifications.

Event description:
During an anterior cervical plate fusion surgery while driving the cervical screw into the bone the tip of the driver sheared off. The surgeon was not able to remove the screw driver tip from the screw since it had cold fused into the screw head. Surgeon was not concerned and completed surgery successfully.